Manufacturer narrative:
The reported event of helix could not be extended or retracted was confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood and tissue. After cleaning, the helix could be successfully extended and retracted. The helix was measured in the full extension position and was within performance specification. The cause of the reported event of helix could not be extended and retracted was isolated to the helix being clogged with blood and tissue. The reported event of loss of capture was not confirmed. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. Furthermore, visual and x-ray inspection of the lead revealed no anomalies.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, high capture threshold resulting in loss of capture was noted on the right atrial (ra) lead. An x-ray revealed ra lead dislodgment to be the cause of the event. The physician attempted to reposition the lead, however, the helix was unable to extend or retract. The ra lead was explanted and replaced to resolve the event and the patient was in stable condition.